Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the issue was not able to be duplicated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the light source emergency light was lit up. The issue was found during an unknown therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to b5: additional information clarifying the event was received, but inadvertently left out of the initial MDR. Refer to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation and the available information, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information clarifying the event was received, indicating that the screen dimmed during the inspection; it was an orange light, not a white light. It was confirmed that the procedure was completed. No further information was provided.